Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no related deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. Dislocation and abnormal vertical cup orientation of the right hip arthroplasty. A definitive root cause cannot be determined, however it is known that a competitor head/stem was used with zimmer biomet cup/liner and this is considered off label use. It's unknown if this off label use causes or contributed to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: 010000859 item name g7 neutral e1 liner 36mm g lot # 7128351 010001000 item name g7 screw 6.5mm x 35mm lot # 7197907. G2: foreign: new zealand. Multiple MDR reports were filed for this event, please see associated reports 0001825034-2023-01778. The device will not be returned for analysis as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device was discarded.

Event description:
It was reported that the patient underwent a revision procedure 26 days post implantation due to recurrent dislocation. The acetabular cup was explanted, replaced, and repositioned with the same size shell and dual mobility liner. The head involved was a non-zimmer biomet device. There is no additional information available at the time of this report.